Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - boston scientific was informed this patient died. No cause of death was provided and no indication this these leads were involved in the death. It is unclear if these leads remain implanted or not. One came with an explant date and one did not.